Manufacturer narrative:
Device received with partially broken off belt clip rail.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the back of the insulin pump is broken. The customer's blood glucose was 5.3 mmol/l at the time of incident. Troubleshooting was not performed. The insulin pump will not return for analysis.